Event description:
This is the second of 2 mdrs for the same pt. Approx 2-3 weeks post op, two screws broke. A revision surgery was performed approx 7 months post po. Approx 5 months after the revision surgery, the new assembly is described as being "relaxed with micro motion". Another revision surgery is planned.